Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported performing emergency explant surgery for an unknown side. Patient had "a lot of pain and swelling¿ and ¿lots of blood seroma came out". Upon explant, the device was ruptured, but healthcare professional is unsure if rupture occurred prior to or during surgery. Patient was pregnant at the time of the event so removal procedure was performed ¿under local¿ only.

Event description:
Healthcare professional reported performing emergency explant surgery for an unknown side. Patient had "a lot of pain and swelling¿ and ¿lots of blood seroma came out". Upon explant, the device was ruptured, but healthcare professional is unsure if rupture occurred prior to or during surgery. Patient was pregnant at the time of the event so removal procedure was performed ¿under local¿ only.